Manufacturer narrative:
(B)(4). Date sent: 09/18/2020. Additional information received: it was reported that the resident was firing device. Put ancillary trocar in stomach, and accidently clamped a powered 60mm linear stapler on anvil. Tried for 35 minutes to get trocar off. The surgeon and resident tried, pulling and twisting so hard and finally came out. Went to perform anastomosis, connected anvil, closes down fine and fires fine. Rotates knob ½ turn another ½ turn and them ¼ and couldn¿t turn any more. Tighten down again and tries again. Surgeon finally rotated too much. Anvil stayed inside anastomosis. Was able to pull out anvil using laparoscopic maryland. Leak test ok. Possible linear cutter was locked on locking mechanism on anvil.

Manufacturer narrative:
(B)(4). Date sent: 02/16/2021. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. No issues were found opening the device or the condition and function of the anvil. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The test skin released easily from the guide face and hence the staple release criterion has been met. In addition, the anvil locking springs (trocar clips) were analyzed further to evaluate opening and closing issues. No physical damage was observed to the trocar clips. They expanded and contracted without any incidences to lock and release both device trocar and ancillary trocar. The ancillary trocar had some damage to the grasping area that could have been caused due to linear stapler being locked on the ancillary trocar. No damage was observed on the ancillary trocar in the area that locks on to the anvil. The device was disassembled by removing the shrouds and unscrewing the frames. A broken shroud pin was observed on the frame in the area underneath the adjusting knob. It is possible that this pin was hindering the movement of the adjusting knob, causing difficulty in opening the device. Upon exerting some torque, the shroud pin could have moved away from the path of the adjusting knob, which resulted in easy opening and closing during this analysis. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. Additional information: the device was received for additional evaluation. The anvil locking springs (trocar clips) were analyzed further to evaluate opening and closing issues. No physical damage was observed to the trocar clips. They expanded and contracted without any incidences to lock and release both device trocar and ancillary trocar. The ancillary trocar had some damage to the grasping area that could have been caused due to linear stapler being locked on the ancillary trocar. No damage was observed on the ancillary trocar in the area that locks on to the anvil. The device was disassembled by removing the shrouds and unscrewing the frames. A broken shroud pin was observed on the frame in the area underneath the adjusting knob. It is possible that this pin was hindering the movement of the adjusting knob, causing difficulty in opening the device. Upon exerting some torque, the shroud pin could have moved away from the path of the adjusting knob, which resulted in easy opening and closing during this analysis. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Date sent: 08/27/2020. D4: batch # t5cy2a. Device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. No issues were found opening the device or the condition and function of the anvil. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The test skin released easily from the guide face and hence the staple release criterion has been met. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass the surgeon could not get the trocar out of the anvil after twisting and pulling on it. This took thirty to forty minutes to finally get them apart. The stapler was inserted and the anvil was connected to the trocar and dialed down. The device fired as expected. Then the surgeon tried to turned the dial two full turns but could only get it to turn three half turn and no further. The surgeon continued to have difficulties but did manage fire the device and remove from the patient. The leak test past showing that there were no leaks.